Event description:
It was reported that the right ventricular lead had high impedance, increased threshold, and several short v-v intervals with possible noise. Lead fracture is suspected. The superior vena cava (svc) coil was connected for shocking, the remainder of the lead was capped, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv lead integrity alert warning was triggered for increased short interval counts (sic) and rv lead impedance variation in last 60 days. The rv pace lead impedance was 1330 ohms on (B)(6) 2015. The sensing integrity counts went up to 1083 ohms within 3 days averaging 361 sic per day; along with non-sustained ventricular tachycardia (vt) and high rate episodes and evidence of oversensing.